Event description:
It was reported that the customer's insulin pump had a blank display. Troubleshooting was performed. Advised the caller to remove the battery for ten minutes and let the device rest. It was mentioned that the insulin pump was exposed to moisture. The battery was changed but the anomaly continued even after the insulin pump was rested for two hours. It was stated that the customer's blood glucose level was 12mmol/l and the ambulance was called, but the customer was not admitted in the hospital. The customer has other health issues apart from diabetes. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.